Event description:
It was reported that, during the implant procedure of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the device was unable to convert rhythm after the induction test was performed. Additionally, it was noted that this system exhibited high within range impedance measurements. This was attributed to the positioning of the system; therefore, a repositioning procedure was performed and completed successfully. After this, the impedance measurements decreased to a more optimal range, however, a second induction test was performed which also failed. It was suspected that this was due to the use of general anesthesia. X-rays were performed in order to confirm correct positioning of the system. It was decided to perform an induction test in the future without the influence of the anesthesia which was able to be successful. This system remains in service. No further adverse patient effects were reported.